Manufacturer narrative:
The device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, there was difficulty crossing the lesion. A 2.75x20mm taxus express2 stent was advanced to the tortuous and calcified left circumflex, however, the stent could not cross the lesion. When the physician removed the stent from the guide catheter, the stent struts on the rear of the stent were pulled up. The lesion was pre-dilated with a 2.5x15mm maverick balloon and crossed with a non bsc stent. No patient complications or injures were reported. The patient status is listed as ok.